Event description:
It was reported that the patient experienced liquid leakage (wetness) at the connection between the cassette and the tube. 4/3 14:00: replaced with a cassette that was prepared on 3/28 and refrigerated. 4/3 17:00: noticed that the cover over the cassette and tube was wet, and there were water droplets on the connection as well. Wiped off the droplets and observed for a while, but no subsequent leakage was confirmed. Replaced the cassette and tube. The event occurred during use. There was no reported patient harm/adverse event.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.